Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella cp support and during support, the impella was inserted further, and the patient went into ventricular tachycardia (vt). The patient was shocked and support continued. Additionally, the patient had access site bleeding with a hematoma at the access site. Pressure was applied and sutures were placed. Support continued. Furthermore, the pigtail of the pump was caught in pap/chordae tendinea. The doctor decided to keep placement where it is at. The pump was eventually explanted and replaced with an impella 5.5. The patient survived the event.

Manufacturer narrative:
The investigation for the ventricular tachycardia (vt), access site bleed, and positioning issue has been completed. Product was not returned for review. The root cause of the access site bleeding issue was most likely use related per clinical review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of the vt could not be determined without additional information. Corrections to the initial MFR report: d4 updated model number.